Manufacturer narrative:
Correction information. B4: date of this report. D9: device available for evaluation? G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: service records were reviewed. 31-jan-2023 service request stated "image shadow". Dry leak test failed, image shadow confirmed. Objective lens was scratched. Ccd module including lens was replaced. Repaired and returned back to the customer. The problem is intermittent and does not seem to be design related, but rather is impacted by the challenging environmental conditions in british columbia (insufficient colon prep and lipid rich contaminants) during colonoscopy. Site specific issues such as water quality are potentially a contributing factor. Improper reprocessing potentially caused image defects due to mucus adhesion during use. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 21-jan-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 21-jan-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Per the initial report, pentax colonoscope was found to have a blurry image during a colonoscopy despite attempts to clear the picture with air/water. Lens anti-fog was applied to the scope prior to use." This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.